Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the left ventricular (lv) lead exhibited oversensing of atrial events and inappropriate pacing of the atrium. Upon a chest x-ray, it was observed that the lv lead was dislodged. Programming changes were made. The patient was stable.